Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient had a cutaneous ulceration at the level of the electrode at the sacral root. The patient was hospitalized from (B)(6) 2014, until (B)(6) 2014. The patient¿s electrode and stimulator were repositioned and the stimulator was restarted. The patient was given antibiotic and antalgic treatments. The event resolved. The event was assessed as serious, related to the stimulator and electrode, and related to the procedure. Relevant medical history includes fecal incontinence due to obstetrical trauma. If additional information is received, a follow-up report will be sent.